Event description:
It was reported that the patient alert was tripped four times in the past year for impedance greater than 3000 ohms (impedance is in the 300 ohm range typically). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.